Event description:
This is the second of three reports. This report concerns diam. 5 protecting sleeve product ID 519181nd. It was reported "a drill guide broke during removal". There was a delay in surgery; no injury was alleged due to this malfunction. Additional info was received: the surgery was an ankle arthrodesis. There was a delay in surgery of 30 minutes; there was no injury to the pt alleged due to this malfunction. Pt outcome was reported as a 'positive outcome. No info on the pt to date'. Integra has requested additional info.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.